Event description:
It was reported during implant; a left ventricular lead was attempted but could not access suitable target branches of the patient's heart. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed).